Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, returned sample evaluation, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath was confirmed but the exact cause was unknown. The product returned for evaluation was a 4.5fr ptfe microintroducer dilator/sheath. The sample was returned with the dilator inlaid within the sheath. Further evaluation also confirmed the presence of a longitudinal split in the sheath at the distal end. Microscopic examination of the sheath showed that the split has no evidence of the potential cause of the damage. Insufficient evidence was observed to confirm the exact nature of the damage seen. A lot history review (lhr) of reeu0677 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that patient underwent PICC placement using the seldinger technique under ultrasound on (B)(6) 2021. The operator opened the package of the catheter and found that the introducer sheath was damaged. Therefore, a new kit of the catheter was opened for use. 06/24/2021: during evaluation a split was found on the device.